Event description:
It was reported that during an anterior-posterior repair and sacrospinous ligament suspension procedure using a capio slim device, the dart detached while being loaded into the capio carrier. A second capio slim device was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages/defect. During functional inspection, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, the reported allegations of the device failing to load the suture, cage not catching the needle, and dart detaching could not be confirmed through product analysis. A conclusion code of no problem detected was assigned to this investigation since after visual and functional inspections in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device. Device code a0501 captures the reportable event of dart detachment.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during an anterior-posterior repair and sacrospinous ligament suspension procedure using a capio slim device, the dart detached while being loaded into the capio carrier. A second capio slim device was used to successfully complete the procedure. No patient complications were reported.